Event description:
The dealer states the customre reported the chair drove on its own, but the dealr could not get to to duplicate. Dealer thinks it could have been user error as well but could not confirm.